Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the communicator showed a yellow collecting wave icon (ycw) and a yellow sending wave icon (ysw) when attempting to interrogate this pacemaker. The communicator heart button was pressed but was getting a yellow collecting wave icon (ycw). The health care professional (hcp) noticed that this pacemaker showed a red call doctor icon (rcd) but did not know when the light came on. Latitude data was reviewed and confirmed a "communicator not connecting" message was observed, however, the rcd couldn't be confirmed. A communicator forced call was performed but was still getting a yellow sending wave icon (ysw). The communicator cellular adapter was unattached and reattached to another port. The cellular adapter was also showing a red light. A boston scientific company representative opted to replace the cellular adapter. The patient was referred to their clinic regarding the rcd. This pacemaker remains in service. No adverse patient effects were reported.